Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strip produce low reading. (B)(4) final root cause investigation has been completed. The most likely root cause is vial being opened for a prolonged period of time; exposure to heat and moisture.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 142 and 183 mg/dl. The customer's expected fasting blood glucose test result range is 80-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 121 and 119 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 9/28/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 121mg/dl, (B)(6) 2016 09:43 am, fasting: yes. A 133mg/dl, (B)(6) 2016 09:42 am, fasting: yes. A 131mg/dl, (B)(6) 2016 09:42 am, fasting: yes. A 142mg/dl, (B)(6) 2016 12:21 am, fasting: yes. A 183mg/dl, (B)(6) 2016 12:19 am, fasting: yes. Memory concerns: customer is concern with the results of 142 /183mg/dl.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;returned test strip produce low reading. R&d final root cause investigation has been completed. The most likely root cause is vial being opened for a prolonged period of time; exposure to heat and moisture. Correction: correction of internal report #: (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 142 and 183 mg/dl. The customer's expected fasting blood glucose test result range is 80-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 121 and 119 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 9/28/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with the results of 142 /183 mg/dl.